Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate auto-mode switch episodes due to an off-label MRI that resulted in noise were observed. The asymptomatic patient will continue to be monitored.